Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the onetouch verio iq meter read inaccurately high compared to another device. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2014. At an unspecified date/time the patient reportedly obtained blood glucose readings ¿13mmol/l¿ with the subject meter and ¿6.8mmol/l¿ with another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 1.7 mmol/l. In addition to metformin (two tablets per day), the patient stated he also manages his diabetes with diet and/or exercise; however, the patient denied taking any action in response to the alleged product issue. The patient also denied developing any symptoms as a result of the alleged meter issue. According to the csr¿s documentation, on (B)(6) 2014, the patient¿s regimen was changed to three tablets of metformin a day as a result of the reported meter issue. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner¿s manual) sample site. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) (B)(4), alleging that the onetouch verio iq meter read inaccurately high compared to another device. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2014. At an unspecified date/time the patient reportedly obtained blood glucose readings ¿13mmol/l¿ with the subject meter and ¿6.8mmol/l¿ with another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 1.7 mmol/l. In addition to metformin (two tablets per day), the patient stated, he also manages his diabetes with diet and/or exercise; however, the patient denied taking any action in response to the alleged product issue. The patient also denied developing any symptoms as a result of the alleged meter issue. According to the csr¿s documentation, on (B)(6) 2014, the patient¿s regimen was changed to three tablets of metformin a day as a result of the reported meter issue. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner¿s manual) sample site. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.